Manufacturer narrative:
On 05/24/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/24/2018, mentor received additional information about the event: it was originally reported that the implantation date is (B)(6) 2002. New information states that the implantation date is (B)(6) 2002. It was originally reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown and white material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.6 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with a mentor breast prosthesis on (B)(6) 2018.